Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was replaced on 2017-aug-13. The patient was feeling great after. The representative stated they had already sent the pump back.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2,000 mcg/ml at 500 mcg/day) via an implantable pump for spinal cord injury. It was reported the patient went to the clinic as the pump was alarming. The logs were checked and a "motor stall occurred" message was seen. The pump logs showed a motor stall occurred on (B)(6) 2017 at 22:33. The patient did not show any withdrawal symptoms. They would stay at the hospital for supervision for the weekend. The hcp would then device what to do, and when they would replace the pump. It was noted the pump would be replaced in the future. The pump status was implanted - out of service. There were no identified external factors that contributed to the motor stall. The issue was not resolved. The patient status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.